Event description:
The account alleges that the knee section has unintentional movement in the upward direction. No injuries were reported.

Manufacturer narrative:
The account has requested that the hill-rom technician not contact them for follow-up calls. If the account needs assistance, they will contact hill-rom. As of this report, hill-rom does not have any info regarding the repair of this device. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.